Event description:
Description of event: it was reported that during the middle of a hysteroscopic myomectomy using mechanical resection, the fluid deficit increased from 350 ml to 1000 ml, and ended with 4875 ml. The surgeon agreed that the patient could be absorbing more fluid and continued to resect in order to achieve enough resection to use non-(B)(6) device for ablation. The surgeon was aware of the increasing deficit and was notified that they were approaching 2500 deficit. The surgeon did the best she could with the rapidly increasing deficit and stopped the procedure once the deficit was high. The fibroids were not fully resected, and the ablation procedure using non-(B)(6) device was not completed in total. It was indicated that an additional operation will likely be needed for removal of the remaining tissue. The elite plus scope and dense tissue plus blade were used during the procedure and functioned properly. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).